Manufacturer narrative:
Manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately three years later, computed tomography (CT) revealed that the superior extent of the inferior vena cava filter was at disc and the inferior extent was at mid vertebral body. A total of 6 prongs have perforated through the inferior vena cava. Maximum distance prongs perforated through inferior vena cava was 3.88 mm. Coronal images showed 1.90-degree tilt right to left and sagittal images showed 5.18-degree tilt posterior to anterior. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava (ivc). The definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with pulmonary embolism. Approximately three years post filter deployment, a computed tomography (CT) revealed that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.